Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump received weird code. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had scratches on screen and changing batteries every two weeks and also belt clip was broken. Customer also reported that the insulin pump had unexplained no delivery alarms and rejected new batteries during replacement. The insulin pump will not be returned for analysis.